Event description:
Caller reported an issue with touchscreen responsiveness, describing the pump screen as frozen and unresponsive to input, which led to the inability to interact with the pump. There was no reported impact to the customer's blood glucose level, as the caller declined to provide specific values. Technical support provided complete pump reset information, and the caller successfully reset the pump, regaining interaction with the pump screen.